Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which couldn't confirm the customer's reported beeping problem. However, the cause of the issue was found to be a possible defective downstream occlusion (dso) sensor or upstream occlusion (uso) sensor due to multiple messages in the event history log. The dso and uso sensor were replaced to fix the issue.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump beeped and did not have any battery. There was no patient involvement, no patient injury was reported.